Manufacturer narrative:
(B)(4).

Event description:
It was intended to use a sprinter legend 2.50 x 12 mm balloon to treat a 10 mm lesion in the pda which had moderate calcification, moderate tortuosity and 95% stenosis. The device was removed from the packaging with no issues noted, but during inspection it was noted that the distal shaft was kinked. Negative prep was then performed. Resistance was encountered during advancement of the device. The balloon was then inflated at the lesion but could not be deflated. The inflated balloon was removed without incidence. An unknown stent was then used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Evaluation, results: failure to follow instructions (IFU contravened - kinked device used in patient). Used in patient). (B)(4)